Event description:
It was reported that premature battery depletion from eri to eol was observed. Device was explanted and replaced.

Manufacturer narrative:
Analysis did not confirm the reported premature battery depletion. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and on our automated testing equipment. No anomalies were found and the device met all test specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.